Event description:
Doctor was performing restoration procedure under local anesthesia when patient reported feeling a pinching on her lower lip. The doctor stopped the procedure and observed a circular burn lesion on the right cheek and lower lip. Doctor administered cold water to the affected area.